Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
(1) complaint description: (customer quotation): "peep and pplateau are not the way they should be. Check flow sensor came up some times. They changed tubing, didn't help. Changed ventilator and tubing once more. Then it was ok." (2) health impact: no clinical signs, symptoms or conditions and additional device required, were reported.

Manufacturer narrative:
Additional information: hamilton medical comes to the following conclusion: no device problem was detected. The flow sensor issue was caused by patient fluid entering the sensor lines. The affected flow sensor was already discarded. Only a small amount of dried liquid was found in the flow sensor plug. No further issues were found. Corrected: h6 section imdrf codes were updated/corrected.